Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on (B)(6) 2026, as the customer stated that there was poor adhesion at infusion set site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.